Manufacturer narrative:
The reported event was confirmed. The forward trigger would stay in the run position, causing device run-on, due to corrosion. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure, the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.